Manufacturer narrative:
Concomitant medical products: product ID :3889 ; product type: lead. Section information references the main component of the system. Other relevant device(s) are: product ID: 3889. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient was concerned about the bleeding on their back and thought that the leads had moved. The patient noted that the bleeding was where the lead wires were. The patient was advised to follow-up with their healthcare provider (hcp) and patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3889, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported that the leads were removed on (B)(6) 2018 due to they heavy bleeding they were having. No further complications were noted or anticipated